Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. The device was not in patient use and no harm or injury was reported. During the evaluation of the device at the manufacturer's service center, the device failed a leak test and pressure test during testing. The machine flow sensor, active exhalation control module proportional valve and 3-way solenoid valve replaced to address the issues. Additional findings not related to the malfunction/issue: the display was replaced due to being "faulty".

Manufacturer narrative:
A trilogy evo ventilator was returned to a third-party service center for evaluation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the 3rd-party service center, the device failed a test step for the active exhalation control module during testing. The device's 3-way solenoid valve and proportional valve require replacement to address the issue. Additionally, the display was noted to have a distorted image and appeared to be damaged. The display requires replacement to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.